Manufacturer narrative:
Name: ypsomed ag. Country: switzerland. Street: weissensteinstrasse 26. City: solothurn. State: california. Zip code: ch-4503. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that patient experienced high blood glucose event because of leakage issue, which has been administration of insulin through infusion pump on (B)(6) 2026.